Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 11/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all buttons on keypad respond to user input when pressed. Keypad removed for further analysis; no contamination observed under keypad. Unrelated to the complaint, a crack around the edge of the display lens was observed.